Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 170 h dialyzer. Within five minutes of initiating treatment, the patient exhibited laryngeal, tongue, and facial edema without hemodynamic changes. Treatment was terminated without returning the blood in the extracorporeal circuit. The patient was administered IV corticosteroid and oxygen and transferred to ICU. The patient was discharged from ICU after 24 hours.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 33.624 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event . Gambro does not regard the submittal of this report as an admission of causation or liability.